Event description:
As reported by the user facility: reports within the last month have had 3 needle stick injuries with intracan, clip not protecting end of stylet. All followed facility post procedure protocol and none have any long term issues. Add'l info rec'd indicates that in all three instances, the clip did deploy and cover the tip of the needle. In all three instances the needles were laid down after insertion; during clean-up is when the needle stick injuries occurred.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report # (B)(4). The actual device in the reported incident was not returned for eval. W/o the actual sample or lot number a thorough investigation could not be performed. While no specific conclusions can be drawn, the facility report did indicate that the product performed as intended and the safety clip properly deployed/activated. Based on the info in the facility's report, it appears that the safety clip disengaged when the clip/needle was manipulated during handling when cleaning up after the procedure was performed. Following cdc guidelines and/or facility protocols, sharps should always be immediately disposed into an appropriate sharps container. All available info has been forwarded to the actual MFR for further eval. A f/u report will be filed if add'l pertinent info becomes available.